Event description:
On (B)(6) 2011, pt reported to a company representative that she was hospitalized from (B)(6) 2011 for hyperglycemia. Blood glucose was 137 mg/dl at 7:00 a.m. On (B)(6) 2011. Pt "felt okay," ate breakfast, and delivered 6 units of insulin. Blood glucose was 288 mg/dl at 11:30 a.m., and she deliver 9 units of insulin as a correction. She ate at 12:00 p.m., and she began to feel shaky and nauseated around 12:30-1:00 p.m. Blood glucose was 488 mg/dl, and pt delivered 16 units of insulin as a correction. Pt then noticed the "port" was leaking on the infusion device, and she changed the "port" and cartridge. Pt began to have cramps and continued to feel nauseous, and blood glucose was 530 mg/dl. She delivered additional insulin as treatment, and her husband transported her to the hospital. When she arrived at the hospital, blood glucose was "hi" mg/dl on the hospital meter. She was admitted to the hospital and treated with insulin. Blood glucose decreased to 42 mg/dl on (B)(6) 2011 at 12:30 p.m., and she retrieved and consumed fruit as treatment. Pt reported that she is seeing a liver specialist and has had no other lifestyle changes. Follow-up was completed with pt on (B)(6) 2011. She clarified that the insulin leakage from the "port" was at her infusion site, and she noticed this when she bolused. Pt uses a competitor's infusion set and advised she has already reported this to the MFR. She was taken off the infusion device while in the hospital and was given an insulin IV and insulin injections to treat hyperglycemia. She was also diagnosed with a urinary tract infection. Blood glucose had returned to normal range of 70-130 mg/dl when she was discharged from the hospital. The infusion device will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.